Event description:
Info received indicates the head of the bed cannot be raised hydraulically or manually.

Manufacturer narrative:
The technician isolated the issue to the head up valve guide tube. He replaced the head up valve guide tube to repair the bed.